Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter's last name not known from the site. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. A system checkout was performed and the system is working as intended. The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer booted normally to the application screen. No errors were received. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system displayed "no input detected" upon boot up. The site rebooted the system and it functioned as intended. The issue occurred when loading exams. The manufacturer representative went to the site and was able to duplicate the issue. They were in the ent software, and the mouse became unresponsive, then the system went to "no input detected". They rebooted the system, but upon boot up it would not boot and stayed on "no input detected". They could hear the fans running solid. Technical services recommended disconnect everything from the computer but the mouse, keyboard, and monitor. Then try to boot up again. No patient was present at the time of the event.